Event description:
My wife used a heating pad ban in (B)(6) 2024 and received 2nd degree burns. It happened again on (B)(6) 2024. She did not use the heating pad for an extended time or in a manner it wasn't meant for.